Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1900036 was manufactured on 03/01/2019 a total of (B)(4) pieces. Lot was released on 03/19/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The first clip was out of position and was protruding from the channel. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, a soft audible ratchet sound was heard indicating that one of the internal ratchet ears was broken. The first clip was unable to load properly into the jaws. The next clip was protruding from the channel. The sample was disassembled to inspect the internal components. One of the ratchet ears was confirmed broken. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900073118 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "ligation issue" was confirmed based upon the sample received. One sample was returned with its rotation tab bent. The first clip was out of position and was protruding from the channel. Upon functional inspection, the first clip was unable to load properly into the jaws. The next clip was protruding from the channel. The sample was disassembled and one of the ratchet ears was broken. It was found that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that the user could not ligate a clip during an operation. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient. According to an interview with the user, there is a possibility that the clip was not properly loaded, or that the jaws had some troubles, however, no further information provided so far.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user could not ligate a clip during an operation. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient. According to an interview with the user, there is a possibility that the clip was not properly loaded, or that the jaws had some troubles, however, no further information provided so far.